Event description:
During a complex coronary angioplasty, a stent sheared off of the delivery balloon. The stent was the snared and removed from the patient. Undeployed stent removed from the patient's body and verified by md and cath lab staff.====================== health professional's impression======================due to the heavy calcification in the patient's artery, the stent sheared off the balloon undeployed.